Event description:
On (B)(6) 2019, a 25mm cribriform was deployed across the atrial septum. Before it was released from the delivery cable the device was accessed using toe and fluro (x-ray). The la disc had a bulbous appearance, curving away from the septum. The device was recaptured and re-deployed where it took on the same bulbous shape and appearance. The device was resheathed and removed from the patient. A second 25mm cribriform device was successfully deployed across the septum, taking on a normal appearance. There are no reported consequences to the patient and the patient was discharged.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.